Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via a user report that a skin reaction occurred. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with inflammation, swelling on the site, face and tightening of hands. It was not specified the location of the skin reaction nor how long after the sensor was inserted that the skin reaction occurred. The patient was taken to the hospital but there was no documentation about the medical intervention provided. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.